Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 1.1 & 2.2 not detected on bus. The field service engineer reseated cable and rebooted station to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system cubie pockets not detected on bus and prevented user from issuing medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patient and the user were able to get medication from pharmacy. However, there were no adverse events or injuries reported based on this event.